Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of "won't upstream occlude when testing". The pump was sent for upstream occlusion detection testing on the flow line, however testing could not be completed due to a constant reload set message. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not upstream occlude during testing at the biomed service department. There was no patient involvement. No additional information is available.